Event description:
Caller alleged that their ldx printer is smoking and gets extremely hot. The printer burned a whole through a label while printing. Customer also reported that the printer does not power off and has to be unplugged to turn off. No report of death or serious injury. Technical services replaced printer.

Manufacturer narrative:
Investigation pending.